Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the device history records is currently pending completion. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a right im (intramedullary) nailing for an intertrochanteric hip fracture on (B)(6) 2017; while inserting the helical blade coupling screw and striking the head of the coupling screw with a mallet, it broke in 2 pieces. The helical blade was already inserted in the patient when the breakage occurred. One piece fell on the floor and the other piece was threaded into the back of the helical blade. The broken piece was unthreaded from the helical blade and easily retrieved. There was a three to five (3-5) minute surgical delay with no patient harm. Routine x-rays were taken intraoperatively that were standard for the procedure. The procedure was completed successfully and did not require the use of another instrument. The patient was reported as stable. Concomitant device: orthopedic mallet (non-synthes), helical blade (part #456.303s, lot # unknown, quantity of 1). This report is for one (1) helical blade coupling screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Part 357.377, lot 5469101: release to warehouse date: june 20, 2007. Manufactured by synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during. A product investigation was completed: the 357.377, lot number 5469101, helical blade coupling screw was returned with the proximal knob sheared off of the shaft at the weld location. The part was received broken in two pieces. No new malfunctions were identified as a result of the investigation. A visual inspection, device history record (DHR) review and drawing review were performed as part of this investigation. The part 357.377 helical blade coupling screw is a reusable instrument available for use in the titanium trochanteric fixation nail (tfn) system to facilitate head element (helical blade and lag screw) insertion. The device was returned and it was reported that while inserting the helical blade coupling screw and striking the head of the coupling screw with a mallet, it broke in 2 pieces. This condition is confirmed; the device was received broken in 2 pieces. The proximal knob has sheared off the shaft at the weld location. The balance of the returned device is in fair condition, the knob is worn from multiple hammer strikes. This part was manufactured june 2007. Although a definitive root cause could not be determined, it is likely that this complaint condition is due to excessive force or poorly angled hammer strikes to the knob during surgery. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.